Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, internal failure of the emergency light caused the emergency light to turn on even when the lamp was replaced. The cause of the faulty emergency light could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the will aim pro xenon light source emergency light turned on. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed, and the lamp was replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.